Event description:
It was reported that the system 6 charger was overheating and causing a burning smell at the user facility. The event did not occur during a case. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the device was overheating and causing a burning smell, was confirmed. Through functional evaluation, the service technician smelled evidence of overheating to the device. Upon disassembly, the technician identified broken modules, causing components to remain on the printed circuit board. The displays were dim and when the unit was powered up, module 2 would show ¿charging¿, ¿replace¿, or ¿no module¿ with no battery inserted. The interior of the device was full of lint including the fan for the power supply. The pcb assembly was replaced and 4 modules were installed. Preventative maintenance was performed on the power supply fan and the repaired charger was returned to the customer.

Event description:
It was reported that the system 6 charger was overheating and causing a burning smell at the user facility. The event did not occur during a case. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.